Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the service representative, livanova (B)(4) learned that a defective stirrer motor caused the described issue. The defective part has been requested back to livanova (B)(4) for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that heater-cooler system 3t shows two intermittent error codes during service. There was no patient involvement.

Manufacturer narrative:
The visual inspection revealed that the stirrer motor board was defective and the motor had a rusty bearing.

Event description:
See initial.